Manufacturer narrative:
Concomitant medical products. Concomitant therapies: acetaminophentyrenol tablets. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of high intraocular pressure and vision loss are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The event of high intraocular pressure is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient had a xen® gts implanted into their right eye. Patient began experiencing mild "intermittently headache two days later which ultimately resolved. About fifteen days after implant, patient experienced increased intraocular pressure at 42mmhg and "loss of vision following uncontrolled intraocular pressure" with a visual acuity was noted as light sense (-). Events have not recovered or resolved and no treatment was provided. The device remains implanted.